Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No unexpected active insulin cleared alarm noted. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected battery power loss, low battery alert, replace battery now alarm noted during testing or in the pump trace download. Pump monitored without the test energizer battery inside the battery compartment and reinserted it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. Pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly to the electrical board during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error and hospitalized due to high blood glucose. Customer's blood glucose value was 150 mg/dl, blood glucose was 440 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.